Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97792, lot# n364304, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient could feel the implantable neurostimulator (ins) turning on and off. It was noted the patient stated that it did not hurt them and it happened 2-3 times a day. It was further noted that this started when adaptive stimulation was turned on a week ago. The reporter stated that since then, adaptive stimulation has been turned off, but the patient still felt this sensation. The reporter further stated that overall the patient was very happy with stimulation. It was noted the sensation could be prompted with a lift of the patient¿s hip, but the sensation was not strictly isolated to that position. It was further noted the manufacturing representative advised the patient to keep a record of when the sensation occurred. The reporter stated they were planning to check impedances the next time they met with the patient. Additional information received reported that no diagnostic testing had been done yet. The reporter stated the patient was not uncomfortable with the sensation, they were only aware of it. The reporter further stated that no malfunctions were seen and no intervention as taken or planned. It was noted the patient still had good parasthesias and relief. Additional information was requested, but was not available as of the date of this report.